Manufacturer narrative:
This report is submitted on (B)(6), 2023. Device analysis report attached.

Manufacturer narrative:
This report is submitted on september 04, 2023.

Event description:
Per the clinic, the device was explanted under general anesthesia on july 20, 2023 due to dizziness. There are no plans to reimplant the patient with a new device as of the date of this report.